Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 at 12:30 am. Due to a high blood glucose level of 700 mg/dl. Customer was treated with shots. Customer had chest pains, shortness of breath for two days. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege the pump of under delivery. The insulin pump will not be returned for analysis.